Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criterial going forward.

Event description:
It was reported that the pt presented in the emergency room after receiving inappropriate therapy due to oversensing. Noise was noted via review of emgs. Increased pacing lead impedance was observed. Device was disabled and the lead remains implanted.